Event description:
It was reported that the patient was admitted after pump implantation and had frequent asymptomatic low flow alarms which began (B)(6) 2024. Log files were sent for review. The log files revealed multiple low flow alarms with a high pulsatility index (pi). An echocardiogram was performed which found a compressed left ventricle. The pump speed was decreased, and the low flow alarm frequency decreased. It was noted that the patient was hypotensive. The cause of low flow alarms was not identified. Additional low flow alarms were reported on (B)(6) 2024. The patient's hematocrit setting on the pump was then decreased which resolved the alarms. There was no bleeding, and no treatment was needed. The event log files captured scattered low flow alarms with high pulsatility index (pi) and with momentary low flow estimates on (B)(6) 2024 from 7:32 to 12:22. The patient was discharged on 17apr2024 with a right heart catheterization planned for the following week. The event log files also captured several low flow events with elevated pi on (B)(6) 2024 from 7:29 to 8:17 and again between 19:26 to 19:29 with flow as low as 2.2 liters per minute (lpm). A low flow adjustment was requested for right ventricular failure but not performed. The low flow alarms resolved. The pump and its periphery operated as intended. The patient was otherwise stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The submitted controller event log files collectively contained events from (B)(6) 2024. Several, transient low flow hazard alarms were captured on (B)(6) 2024. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.